Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable, and tandem wall adapter. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.